Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/16/09 that a customer had an issue with a hemodialysis catheter. The customer reports a hole developed in the silicone extension of the catheter; catheter needed to be pulled and replaced.